Event description:
It was reported that the asymptomatic patient presented to the clinic today after feeling the patient notifier (pn) vibrate. High, out of range, hv lead impedance was observed. Pocket manipulation and sequential hvlic testing were performed and all vectors were in range. The patient notifier was re-armed and will monitor hvlic with office visit.